Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high, out of range pace impedance measurements, noise and oversensing which lead to inappropriate therapy to the patient. The patient was seen for a revision procedure where the lead was explanted and replaced. The device remains in service. The lead is not expected to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this lead and associated device displayed high, out of range shock impedance measurements, noise and oversensing which lead to inappropriate therapy to the patient. The patient was seen for a revision procedure where the lead was explanted and replaced. The device remains in service. The lead is not expected to be returned for analysis. There were no adverse patient effects reported.